Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8f swartz braided introducer sheath was received for evaluation. The reported event of an air leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, an air leak was noted when the sheath. The sheath was inserted into the right atrium and suction was applied from the side port before inserting the catheter, air was aspirated. Attempts to aspirate a few times were unsuccessful. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.